Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1613c156ee stent graft was intended to be implanted during the endovascular treatment of a 50mm right iliac artery aneurysm . It was noted that the access vessel was normal. It was reported that during the index procedure the stent graft was positioned at the right iliac branch artery using a non-medtronic guidewire. When the physician rotated the handle, the stent did not deploy as expected . After multiple attempts, the delivery system was removed from the patient, and another endurant ii limb of the same model was used to complete the procedure. Per the physician the cause of the event was related to a device issue. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Film analysis conclusion: the reported deployment difficulty could not be confirmed based on the limited images available for review; therefore, the cause of the event cannot be determined. Procedural angiograms showing device insertion and deployment attempts were not available for evaluation. The tortuosity observed in the right common iliac and right external iliac does not appear to have been a contributory factor, as another stent graft of the same model was successfully implanted. Image review four still images were received for the analysis. The first image depicts an endurant delivery system inside a pouch, placed on the floor. The second image depict a section of proximal end of an endurant delivery system, inside a pouch. The images shows endurant delivery system shipping carton. No damage is evident to the shipping carton. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.